Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were not there because they were not aware of patient getting device removed. No cause determined. Device will not be returned.

Manufacturer narrative:
H2: correction to include explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient had an appointment scheduled the same week as the prior report that was cancelled and rescheduled for the following week. That appointment was also cancelled as patient was unable to make it, and it was noted patient was not too worried about their battery at that point. The representative had not heard back regarding another appointment and the patient's healthcare provider later informed them that the device had been explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-05: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was today the patient could not increase their stimulation on any of their groups for a, b, or c because they got the message settings not available. Pt noted it was completely dead (agent understood ins) so they charged it up and that was when they got the message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. 2025-feb-06: healthcare professional (hcp) called in regards to the patient (pt). Pt is trying to be seen for a reprogramming with a manufacturer representative (rep) as pt thinks their spinal cord stimulator system is malfunctioning. Caller doesn't have any further info about the alleged malfunctioning. This hcp is not the managing hcp however and caller doesn't know who that is. Technical services transferred caller to the national answering service (nas) to page a rep. Pt called back about this issue and wants to know "why it malfunctioned". Reviewed that hcp already called to have a rep paged and they were sent to nas. Reviewed that pt should follow up with hcp. 2025-feb-13: additional information was received from patient who reported their therapy was not still not working, they were not getting stimulation and their programming settings were wiped out. They report they need an MRI of their brain and could not get this done until this issue was figured out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.